Manufacturer narrative:
Add'l lot number 0801.

Event description:
In 2009, our distributor reported that he was sending 4 broken screws, three unbroken screws and a cervical plate that had been removed from a pt. Revision surgery had apparently been performed in mid november after pt reported neck pain for several weeks after falling, approx early october. Original fusion surgery had been eight months ago. X-ray prior to revision surgery was received at innovasis day of report. This showed the cervical plate with broken screws and the lower portion of the plate separated from the vertebrae.